Event description:
It was reported via repair work order that the zoom control switches on the handle worked intermittently due to broken zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.